Manufacturer narrative:
The fenestrated bipolar forceps instrument was received, and failure analysis found the instrument to have a broken molded insulator on the lower jaw. Although the detached lower jaw grip was returned, a small part of its molded insulator appears to be missing. The broken molded insulator measures approximately 1.49 mm x 1.54 mm, confirming that a fragment detached from the instrument and was not returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. The housing was removed and found to be undamaged. The inputs were manually articulated and passed. The instrument was found to have a detached fragment. A part of the molded insulator was missing. The instrument was found to have a broken conductor wire near the grip base due to a broken molded insulator. The instrument passed continuity when one probe is attached to the tip of the broken cable, and one probe is attached to the cautery cord; however, the continuity test will fail if the probe touches the grip base. No thermal damage was found on the instrument. Components adjacent to the broken wire showed damage.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure the customer entered the fenestrated bipolar forceps instrument groove, and the moment they attempted to remove it, the instrument shattered into pieces and a fragment fell into the patient. The fragment was retrieved during the same procedure by irrigating and the fragments were visually seen in the water. This issue caused a greater than 30-minute delay. No additional surgical procedures were required to remove the fragment. No post-operative tests, such as an x-ray or ultrasound, were performed to check for remaining fragments. The procedure was completed robotically as planned. The patient has not returned to the hospital due to post-surgical complications. There was no injury to the patient.